Event description:
Pt underwent open reduction internal fixation of left comminuted intra-articular radius fracture. During procedure, piece of drill bit broke off. Surgeon determined to leave piece embedded in the bone. Sales rep for trimed reported that the pt had fairly hard bone quality. The drill broke after being used on at least 3 holes prior. Drilling was done with proper irrigation and did not impinge on other hardware.

Manufacturer narrative:
Device malfunction. Device not returned to manufacture. Device is not implantable grade material and was not removed from pt. Future pt intervention may be necessary based upon reaction to material.